Event description:
Boston scientific received information that an alert was received indicating that the device was programmed to monitor only mode. Attempts to obtain additional information were made but were unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.